Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level. The customer blood glucose level was 598 mg/dl at the time of incident and the current blood glucose of the patient is 157 mg/dl. Customer had symptoms like vomiting, felt like tired and couldn¿t move. Customer was wearing the pump at time of hospitalization. Customer treated with intravenous drip. Customer also stated that she has not received any alarms from the pump. Customer reported that they did not alleged pump was under delivering. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.